Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized with high blood glucose levels over 1200 mg/dl. It was stated that the dr did not want the customer to go back on this insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Advised the customer to remain on a back-up plan as the insulin pump would be replaced.